Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other health care professional reported that before the injection of the lens, the capsular bag was intact. The capsular bag, however, was broken when the lens was implanted during the intraocular lens (iol) implantation surgery. Additional information received stated that a limited manual anterior vitrectomy was performed after the capsular tension ring was removed from the iris insertion and a strand of vitreous came forward. The surgeon suggested, probably a burr or sharp edge on the leading portion of the iol tore the capsular bag. After surgery the patient also had pupillary membrane and pigment everywhere with hypopyon, which now is being treated as presumptive endophthalmitis. Additional information was requested, but no further information is available.

Manufacturer narrative:
Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Information was provided that the surgeon looked away from the microscope to hand the injector to the surgical scrub technician before placing the trailing haptic and when the surgeon looked back through the microscope the intraocular lens (iol) was tilting back through a large rent in the posterior capsule. The surgeon postulates there may have been a burr or sharp edge on the leading portion of the iol that tore the capsular bag; however, this was not visually confirmed. The lens was discarded. The manufacturer internal reference number is: (B)(4).